Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the colonovideoscope exhibited white foreign material inside the auxiliary jet tube, air/water-tube, and air/water-cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Corrected e2, e3 and g2 with information that was inadvertently missed on the initial medwatch. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. It is likely the foreign material remained adhered to the device because reprocessing could not properly be performed due to water leak. There was no deviation from instructions for use in reprocessing steps for the locations where foreign material remained. No physical damage was found at the locations. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU). IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual "chapter 3 preparation and inspection". IFU states the preventive measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.